Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a pump message stating that the insulin delivery will stop. The contact interacted with the pump to close message and insulin delivery was not stopped. During troubleshooting tandem technical support identified in the pump logs that the customer received an auto-off alarm. The customer's blood glucose was 100 mg/dl yet increased to 140 mg/dl but values are within the customer's target range. Tandem technical support educated the customer about the auto off alarm and to check with their healthcare provider before modifying the setting. The customer acknowledged.